Event description:
It was reported that during an unspecified treatment procedure; an inflation issue occurred. The target lesion was located in an unspecified artery. The physician inflated a 3.0x15mm quantum maverick balloon to unspecified atms and the balloon expanded beyond the distal markerband. The balloon did not rupture. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).